Event description:
Additional information received from the corresponding physician/author stated that interventions were performed to address the stent fractures and resultant increased gradients. However, the corresponding physician/author did not cite the specific interventions that were performed. No further information was provided.

Manufacturer narrative:
For the serious injury report pertaining to this literature article, MDR number 2025587-2023-03189. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a geometrical and stress analysis of factors associated with stent fracture after melody percutaneous pulmonary valve implantation (ppvi). A total of 42 patients who all underwent ppvi with the medtronic melody transcatheter pulmonary valve were included in the study population. The authors divided the patients into the following two groups: patients who experienced stent fractures within the first year after successful ppvi (fractured group; n = 10), and patients who had no adverse events in the same timeframe (nonfractured group; n = 32). In some of the cases, a balloon post-dilatation was performed during the implant procedure. It was stated that stent fractures and their location were detected and assessed using routine x-ray images acquired after ppvi. In the fractured group, the authors observed type I (single strut fracture) and type ii (multiple single stent fractures occurring at different sites) stent fractures within one year after ppvi. Increased gradients were also observed immediately after ppvi and at one-year follow-up. No interventions were stated to have been performed for the stent fractures or the increased gradients. No additional adverse effects or product performance issues were noted.

Manufacturer narrative:
Citation: cosentino d, quail ma, pennati g, et al. Geometrical and stress analysis of factors associated with stent fracture after melody percutaneous pulmonary valve implantation. Circ cardiovasc interv. 2014;7(4):510-517. Doi:10.1161/circinterventions.113.000631. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.